Event description:
Consumer claims she was using the heating pad for her back by laying on it in bed. She is alleging that when she went to move the pad, it burned her finger and damaged her bedding. Consumer states there is no sign of damage to the heating pad.

Manufacturer narrative:
Summary: consumer complaint was heating pad had burned me, pillow, pillow shams, and caught on fire. The heating pad was powered on and the controller would illuminate but would not pull any watts. Heating pad showed signs of abuse by the consumer in the form of bunching/crushing and, from the consumer's description, had been lain upon by the consumer which is a misuse of the product. The bunching and crushing can cause wire dislocations which create cold spots and hot spots, often hot enough to create holes in the vinyl. After the incident, the device was left in a non-operable condition.

Manufacturer narrative:
Consumer admits to laying on the heating pad which is abuse of the product and a violation of the instructions and warning provided.